Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged powerglide catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 20ga x 8cm powerglide pro midline catheter. Usage residues were observed throughout the sample. The catheter terminated 5.7cm from the molded joint. The distal break exhibited a tapered profile. Microscopic inspection of the distal tip of the catheter revealed sharp fracture features. The edges were partially glossy and striated. The cross-section was elliptical. The fracture features were consistent with catheter damage caused by retraction against the needle bevel. Additionally the event description states ¿they pulled back on the catheter which we are assuming may have been perforated by the needle.¿ the product IFU states ¿warning: once the catheter has been advanced, do not re-insert the needle back into the catheter or pull the catheter back onto the needle. If the catheter needs to be repositioned, either do so without the aid of the needle, or remove both the catheter and the needle as a unit to prevent the needle from damaging or shearing the catheter.¿ a lot history review (lhr) of reds3505 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported, "powerglide was placed with observation from an experienced lines team member. Patient was in the ICU and had multiple spasms which would cause him to jerk sporadically. The line was being placed with the patient having multiple jerking moments, the wire threaded fine, but they met resistance with the catheter. They pulled back on the catheter which we are assuming may have been perforated by the needle. They then pulled the entire device together without much force and that¿s when they noticed approx. 2 cm¿s missing from the catheter tip. They immediately called for ultrasound which showed the tip in the tissue vs. The vein. A dr. Determined it is better to leave it since it is in the tissue and will not migrate. No further intervention was necessary. Patient is still in the hospital."